Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when the product was stored after cleaning and was picked up for use, black liquid came out from the tip of the bronchovideoscope and fell to the floor. There were no reports of patient harm.

Event description:
The customer reported that the malfunction occurred during the inspection for use in a therapeutic intubation procedure in anesthesiology, which was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Additionally during the inspection, the following malfunction was found : coating on the insertion section was peeled off (equal to or greater than 1 x 1 mm2). A definitive root cause was not identified. However, based on the investigation results, the probable cause of the malfunction where 'black fluid came out from the tip of the device and fell to the floor when trying to use the device after reprocessing' is likely due to an inappropriate and insufficient reprocessing method. For the malfunction where 'coating on the insertion section was peeled off (equal to or greater than 1 x 1 mm²),' the likely causes could be stress from repeated use, external factors, or handling of the device. The event can be [detected/prevented] by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.